Event description:
The initial reporter received a questionable elecsys estradiol iii (estradiol iii) result from one patient sample tested on the cobas e 411 immunoassay analyzer. The initial result was reported outside of the laboratory. The dilution result was lower than the initial result which prompted the rerun of the sample. The initial result was >3000 pg/ml with a data flag. The repeat result using a diluted patient sample was 2295 pg/ml. This repeat result was deemed correct. The results of the serial dilution were 2237 pg/ml at 1:10 dilution and 2753 pg/ml at 1:2 dilution. The reagent lot number is 630069. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was within specifications. The qc recovery was within specifications. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the module and found the cause to be the measuring cell (mc) signal adjustment. He then replaced the mc waste tube. He also replaced the pinch valve tubing, flushed the sipper probe from the pinch tubing, and cleaned the mixer wash station from the beads. He also checked the pressure sensor and performed a high-voltage adjustment. He performed a blank cell calibration with successful results. He performed mechanical and instrument checks with successful results. The customer performed calibration, and a precision test using a patient sample (10 times) with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.